Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2020). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately seven months nineteen days from port placement procedure, the patient was allegedly experienced infection. It was further reported that the port was removed from chest wall. The current status of the patient was unknown.

Event description:
It was reported that seven months and nineteen days post a port placement, the patient allegedly experienced pain around the port site. It was further reported that the patient allegedly developed infection and the blood culture showed gram negative rods klebsiella oxytoc. Reportedly, the patient underwent broad spectrum antibiotic therapy with antibiotic medications and the port was removed from the chest wall. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months and nineteen days post port placement, patient had a follow-up office visit for stage iii cervical adenocarcinoma. She also mentions pain around her port for the last few days. On the same day, patient was admitted to shreveport hospital for port-a-cath infection. Patient complaints of chills/rigors which started after port was flushed. She reported that she had a similar occurrence last appointment when her port was flushed/ she complaints of severe rigors and left flank pain and mild abdominal pain. Around three days later, interventional radiologist consulted, and port was removed. Visual inspection of port showing no breaks or kinks within the port-a-cath. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the port. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 07/2020). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.